Manufacturer narrative:
A partial lead measuring 47.0cm was returned for analysis. External insulation abrasion was noted at 37.1-37.5cm, 39.3-39.5cm, and 39.5-39.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.5-12.5cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 24.0-25.0cm, 26.0-26.1cm, 26.0-28.5cm, 26.5-26.7cm, 27.0-27.2cm, and 28.7-28.8cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine device changeout due to eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. No further information is available.